Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure at the first firing of the device, one staple malformed at the edge of the staple line. The procedure was completed by additional suture. There was no adverse consequence to the pt.